Event description:
It was reported that during a colon resection procedure, when the surgeon attempted to fire when it was opened, they found the device had cut but did not staple. The patient received an ileostomy as a result. A total of three devices were used in the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). What was the quality of the tissue in the area where the device was fired? Slightly edematous. Is the ileostomy temporary of permanent? Temporary. If temporary, what are the plans for reversal? Reversal in mid-february. The report indicates that three devices were used in the procedure. Did the same thing happen with all three devices? No. Just the first. What was the patient's pre-op diagnosis? Diverticulitis. What is the patient's age and sex? Female/late 60's. What is the current status of the patient? Normal.

Event description:
.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Anvil - not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.